Event description:
It was reported that a tip detachment occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. Femoral access was obtained via the mildly tortuous, non-calcified, right femoral artery with a diameter measuring 5.6mm. The 14f isleeve introducer sheath was placed in the femoral artery. The tavr procedure was successfully performed. During removal of the 14f isleeve introducer sheath from the patient it was discovered a fragment of the radiopaque tip had detached. The detached tip fragment was located under the skin near the femoral puncture site. The operators removed the detached tip fragment using surgical forceps. No patient complications were reported.

Event description:
It was reported that a tip detachment occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. Femoral access was obtained via the mildly tortuous, non-calcified, right femoral artery with a diameter measuring 5.6mm. The 14f isleeve introducer sheath was placed in the femoral artery. The tavr procedure was successfully performed. During removal of the 14f isleeve introducer sheath from the patient it was discovered a fragment of the radiopaque tip had detached. The detached tip fragment was located under the skin near the femoral puncture site. The operators removed the detached tip fragment using surgical forceps. No patient complications were reported. It was further reported the 14f isleeve introducer sheath was used in conjunction with an acurate prime delivery system and safari2 guidewire.

Manufacturer narrative:
This supplemental report is being submitted with an update to sections: b5 describe event or problem. H6 device codes. H6 evaluation method codes. H6 evaluation result codes. H6 evaluation conclusion codes. Device technical analysis: the 14f isleeve introducer sheath was returned and device analysis was performed by a bsc quality technician. The returned device consisted of a 14f isleeve introducer sheath with the dilator pushed completely through the sheath and protruded from the sheath tip. The device was visually and microscopically evaluated. The 14f isleeve introducer sheath was kinked in numerous locations. Two (2) of three (3) expansion seams were expanded with the tip split at one (1) seam. The expanded seams and tip of the 14f isleeve introducer sheath occurred along the seam line and is expected during use of the device; therefore, this is not considered device damage. A portion of the tip was detached and not returned for analysis. One (1) image of fluoroscopy was provided and reviewed by a bsc quality technician. The fluoroscopic image showed the distal end and tip of the 14f isleeve introducer sheath inside the patient with a solid piece of foreign material (fm) above the tip area, which was most likely the detached portion of the tip. One (1) photograph of the 14f isleeve introducer sheath post procedure was provided and reviewed by a bsc quality technician. The photograph showed the distal end and tip of the 14f isleeve introducer sheath with blood on the outside. There was one (1) expanded seam. The tip showed that it was split along the back and a port of the tip missing on the top portion.